Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump alarms upstream occlusion and air in line" was confirmed during functional testing. The probable cause was the air sensor was damaged due to impact. The air detector, keypad and labels were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that multiple air-in-line alarms occurred, including unable to prime, air in line, unable to test, upstream occlusion and air in line. The event occurred during testing, thus no patenting involvement.